Manufacturer narrative:
One opened device was received and evaluated. Testing found that the clave secondary port on the cassette was partially broken off. White drag marks were noted on the secondary port of the cassette indicating a user of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage; subsequently, a leak was noted. At an unspecified time the nurse noted the clave secondary port was cracked and leaking. The tubing set was to be used to deliver an unspecified volume of packed red blood cells at an unspecified rate. The customer contact indicated that the nurse changed the tubing prior to beginning the transfusion for the pt. The container of packed red blood cells was not replaced. It was reported that there was no delay of critical therapy and no report of serious injury for this pt. No medical interventions were reported. Though additional information on the pt was requested it was not provided.